Manufacturer narrative:
Device evaluated by MFR: the complaint sample was returned for analysis. It was noted that only the distal tip together with the balloon was returned. The distal tip was found to be cut/detached/separated from the rest of the catheter. The remainder of the catheter was not returned. The balloon was inspected and was found to be burst/ruptured near the distal bond at 1.3 cm from the tip. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The proximal bond measured at 3.11 mm and the distal bond measured at 2.59 mm. The distal tip of the catheter was inspected and no defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the interprosthetic junction of the left leg artery. A 33/7/2/100 equalizer occlusion balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the interprosthetic junction of the left leg artery. A 33/7/2/100 equalizer occlusion balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. The procedure was completed with a different device. No patient complications were reported.